Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-18800. Correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, and primary UDI number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6005570 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 18, version 39 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005570 was manufactured according to the document version 111 on the packing process in the line 1, on 20/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set blocked alarm (B)(6) 2024. The blockage is located in the tubing. The glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.